Event description:
It was reported that there was a leak on a minicap transfer set during therapy. The nurse stated that, "the tubing slid off of the connector, this weekend, when the patient was attempting to hook up." The nurse further stated that the transfer set separated where the tubing slides onto the white plastic that connects to the titanium adapter. There was patient involvement, but no patient injury or medical intervention associated with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A batch review cannot be performed since there was no lot number provided. Should additional relevant information become available, a supplemental report will be submitted.